Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed pressure sores on her ribs. There was no alleged device malfunction contributing to the irritation. The patient's physician advised that the patient to obtain a larger garment. The physician did not prescribe anything for the skin irritation. Field services remeasured the patient and provided larger garments to help address comfort and skin irritation. Follow up indicated that the skin irritation improved.